Manufacturer narrative:
During inspection and testing, the reported issue (leakage from the bending section cover) was confirmed and found to be caused by a cut on the bending section cover. In addition, service found a leakage due to a deformed electrical connector, the adhesive on the bending section cover was detached, the connecting tube was wrinkled and scratched, the forceps channel was dented, the universal cord was scratched, the scope connector was scratched, the right/left knob was dirty, the bending angles in all directions were out of specification due to wear of the angulation wire, there was play in the up/down/right/left knob due to wear of the angulation wire, and the adhesive on the light guide lens was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was leaking from the bending section cover. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the plastic distal end cover was cracked. This report is being submitted for the malfunction found during evaluation of the device (cracked c-cover). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified; however, the event was most likely caused by physical stress caused by hitting the tip of the device or dropping it. The event can be detected/prevented by following the instructions for use which state: "warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided b3, b5, e1, e2, e3, and g2.

Event description:
Additional information was received from the user facility regarding the reported event (leakage from bending section cover): the reported issue was observed while reprocessing the subject device.